Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited system onsite and confirmed that the x ray pc was not starting up completely. Upon troubleshooting, the fse found that when turning on the system, the application does not complete start-up. The review of system logfile shows issue with the flexspot-pc. To resolve the issue, the fse replaced the hard disk and reinstalled the software, after which the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion 7 m20 series equipment must institute a routine user checks program. The responsible organization of the azurion 7 m20 series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray pc application did not start. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.